Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit will not pass leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval?, return to manufacture date), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) confirmed the safety disk leak test was out of range. The original one (the bolted safety disk) has a leak of 9 mmhg. The old one (test safety disk belong to getinge) has a leak of 1 mmhg within the range. The pim leak should be between +/- 6 mmhg. Fse confirmed the device failed pim leak test. The only solution was to replace the safety disk. Fse replaced the new safety disk but the pim leaking test failed. Fse had to tighten the bolt and the leak test passed since then. Performed all manifold test passed. Informed the costumer. The device was ready for use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a failed safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test and the safety disk failed the leak test. Fat was able to verify the reported failure. Retained the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.